Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the foreign material remained at the nozzle, lens glue (2x), and objective lens glue since the reprocessing was not conducted completely due to occurrence of leakage from sw box. It could not be specified what the foreign material was nor the root cause of the remaining foreign material. There was no report that the device was used for procedure while the event occurred. Performance of reprocessing on the device was secured in the reports by reprocessing appropriately in accordance with instructions for use (IFU/cleaning/disinfection/sterilization). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the device was manufactured. The suggested events can be detected and prevented by handling the device in accordance with the following instructions for use (IFU): ¿ IFU states that detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. ¿ IFU states that preventive measure in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that their evis exera iii gastrointestinal videoscope device had a leak, which was noted during the routine reprocessing of the device. Upon inspection and testing of the returned unit on 21oct2023, it was discovered that the auxiliary water channel was clogged. There were no reports of patient or user harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to an olympus repair facility, and an evaluation of the device was performed. During the evaluation, foreign material was discovered in the device auxiliary water channel, which was blocked. The customer's originally reported issue of a leak was confirmed; the device leaked from a broken switch box, and liquid and resulting corrosion were noted inside the control unit and scope connector. The following additional findings were also noted: b30 error, dirty nozzle, low angulation, angle play, assorted dents, scratches, cracks, discolored and smudged components, torn parts, and adhesive separated. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.